Event description:
It was reported that the patient had an intrathecal spasticity pump but it was "lost' due to infection. The timing of events and the concentration and daily dose of baclofen being delivered via pump were not reported. Based on answers to a general questionnaire, the patient is not satisfied with current spasticity treatments and the patient's spasticity makes it difficult to perform everyday activities. Additional information has been requested.